Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the top of the obturator of the dissection balloon came off completely. Moved forward with the case with the same device and all worked well. There was no rapid loss of abdominal pressure due to the device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, while inserting the device, the top of the obturator of the dissection balloon came off completely. Moved forward with the case with the same device and all worked well. Nothing fell into the patient cavity. There was no rapid loss of abdominal pressure due to the device issue. The current patient status is good.